Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. The patient¿s device was placed in MRI mode and has not been able to exit MRI mode. Attempts to disable MRI mode have been unsuccessful. Fsca number is pending.

Manufacturer narrative:
H7 - remedial action initiated, check type corrected from no selection to "notification".

Manufacturer narrative:
The observation from the field was confirmed. If the device is placed in MRI mode and a loss of pairing/bonding occurs, any follow up attempts to communicate or pair between patient¿s ipg and artemis programmer will be unsuccessful. It is also a normal function per the device design for stimulation to be disabled when placing the device into the MRI mode of operation. The fsca number is included in this report.

Event description:
It was reported the patient's ipg was unable to communicate with the external devices. The ipg was explanted and replaced. The patient's therapy was restored and the patient's issue was resolved.